Event description:
It was reported that the stent partially deployed, and an additional stent was required to treat the lesion. An eluvia? Was selected for use to treat a superficial femoral artery (sfa) occlusion. The target lesion was mildly calcified and tortuous and was pre-dilated using plain old balloon angioplasty (poba). When deployment was attempted, only 10-12 cm of the stent deployed. The handle was disassembled in order to fully deploy the stent. The stent stretched by at least 100 mm during the deployment process. An additional stent was placed inside the first stent to fully treat the lesion. The procedure was completed, and there were no patient complications.